Manufacturer narrative:
(B) (4): physio-control replaced the display, programmed user interface and system control pcb assemblies to observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported/observed problem.

Event description:
During inspection, it was reported that the device illuminated a service light and the display was blank. Physio-control evaluated the device and observed a lock up failure. There was no pt use associated with the event.